Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high shock impedances out of range. Upon the clinic, two defibrillation threshold (dft) tests were performed. In the second dft the field representative reversed the polarity and a code 1005 was recorded, indicating an open circuit condition. Technical services (ts) recommended replaced the rv lead. At this time, this ICD remains in service and there were no adverse patient effects reported.